Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 19137312.

Event description:
It was reported that the patient had lost therapy as 22 out of 32 contacts on the leads displayed high impedances. The patient underwent a lead revision procedure and the patients two leads were replaced. The patient was doing fine post-operatively.